Manufacturer narrative:
(B)(4). Batch # r94547. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. The device was connected to a test handpiece and a gen11 and the device did activate during functional testing. The reported event of " continuous activation" was not seen at any time during the analysis of the device. When the device was disassembled to inspect the internal components, no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, when the incident appeared, the device was in coagulation mode with the green button and it did not stop. It smelled like it was burnt and the white plastic protection of the jaws fell apart. No part of the plastic protection had fallen into the patient and there was no patient consequence. Used another device to complete the procedure.